Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel. There was a concern the lead had fractured. An invasive procedure was performed and this lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured at two sites. Detailed analysis of the fracture sites determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.